Manufacturer narrative:
H3 other text : customer.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the nurse call port was observed to be damaged. The nurse call port will need replaced to address the reported issue. In addition, the following device observations were made unrelated to the reportable malfunction/issue; inlet screw hubs cracked, feet missing, handle cracked, and cracked screw boss mounts. The customer requests that no repairs be completed at this time.